Manufacturer narrative:
(B)(4). Investigation summary: photo received for investigation. Upon observation, there is a fragment embedded in the package inside. During the documentary review it was observed that no quality events were registered that could originate the defect reported by the client, the lot was inspected and subsequently released in accordance with the current work instruction. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo provided. Root cause description: possible root cause, is misalignment during the assembly process. Corrective action include, installation and qualification of a mechanical system. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that foreign matter was found lodged in the hub of the needle 21ga 1-1/4in lax before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the conditioning process, it detects a blister with a needle, but it includes an object lodged in the hub of the syringe with the needle."